Event description:
It was reported by a user that the video display images were lost during a colonoscopy case. There were no negative consequences for the pt. The monitor display a warning message that it was overheating prior to the failure.

Manufacturer narrative:
The investigation determined that the issue was caused by a failure with the monitor.